Event description:
Boston scientific (formerly guidant) received information that this patient received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. Six months post implant, the patient reported the left side of the graft twisted and a clot had formed. This clot traveled down to the bottom of the patient's foot. Additional surgical intervention was required, a stent was placed inside the endograft for support. Post surgical repair, the patient noted to be doing well. To date, no adverse patient effects were reported.

Manufacturer narrative:
The endograft remains implanted and will not be returned. No additional information is available at this time. If additional information becomes available, this event will be updated.